Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During a follow-up in clinic, there was noise noted on the right atrial (ra) and right ventricular (rv) leads which resulted in oversensing and subsequently pacing inhibition. It was suspected that there may be damage due to subclavian crush, or a connection anomaly. No intervention has been performed at this time and the patient was stable with no consequences. Related manufacturer report number: 2017865-2020-07951.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. A lead replacement procedure was discussed, however the patient did not wish to undergo a surgical procedure, so no further intervention will be performed at this time.